Event description:
It was reported that the screw comes in the wrong packaging. When the package was opened the diameter was 2.0mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The evaluation revealed that there is indeed a wrong part inside. As the package was already open, we are not able to verify the origin of the mistake. All are distributed long time ago and we are not aware of any such complaint. As there seems to be no risk of additional faulty parts, we do no initiate any further actions. However, a review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device manufacture date was 02/15/2011. The manufacturing records were reviewed and no complaint related issues were found.(B)(4)